Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable, lemo connector, and the power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported, "xray machine is not corresponding with the workstation, even after pressing fast stop. Will not turn on. May be related to ongoing issues with the cord." The system would not boot up. There was no patient injury or death reported.